Event description:
It was reported the pt was experiencing discomfort due to the scs ipg rubbing against her pant line. F/u identified surgical intervention was done to revise the ipg pocket site which resolved the issue. Additionally, the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.